Event description:
It was reported that the user noted an insulin odor at the luer lock connection of the ilet and suspected a connector leak; inspection of the cartridge showed no abnormalities, and insulin delivery was resumed after the user replaced the luer lock connector. Investigation included guided troubleshooting, visual inspection of the cartridge and connection by the user, and replacement of the suspected connector. Investigation of this case revealed no visible wetness or damage, with resolution after connector replacement, which is consistent with a suspected connection integrity issue at the luer lock. No clinical symptoms or clinical effects reported during the event as blood glucose remained stable. Outcomes included no interruption of therapy and no need for medical attention. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent connector or connection issue that could not be confirmed after replacement.